Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that his blood glucose level was 429 mg/dl. The customer treated his blood glucose level with an insulin pen. After eating breakfast his blood glucose level started to climb and the insulin pump was not bringing it down. The high pressure test passed. The device was not returned.